Event description:
Hello, my name is (B)(6). I got essure in 2012, after the birth of my third baby. I was scared to death of any kind of surgery, seeing as I've never had surgery before, so the doctor assured me that this would be the best thing for me, so I didn't have to have the tubal and I would be outpatient. I agreed and thought the doctor has to know more than I about this. Wrong. Since having this placed in me, I've had ovarian cysts every month for 3 years. They last for about 2 weeks and feel like dull contractions, (so I feel like I'm having braxton hicks contractions basically), then they bust and I'm in agonizing pain and doubled over. Also, before essure, my period cramps were bad, but now they are absolutely excruciating, to the point where I can barely move at times. I want this out of me. I have been researching ways to get it reversed, but the lowest cost I've found is (B)(6). I've also heard about other women having hysterectomies, but I'm (B)(6); I'm not having one of those, only to face all of the complications that come behind it. It isn't fair that I wasn't given all the risks associated with this device up front. If I was, I would have opted out of this too.